Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two arrhythmia episodes due to t-wave oversensing. Technical services recommended some potential reprogramming options to mitigate this issue from reoccurring in the future and suggested to keep monitoring the patient as there were no new episodes recorded. This ICD remains in service and no adverse patient effects were reported. Additional information was received indicating that this device exhibited t-wave oversensing again, and this time, it resulted in inappropriate anti-tachycardia pacing (atp) being delivered to the patient, which induced them into a true ventricular tachycardia (vt) episode with a shock involved. Reprogramming options were discussed. The device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two arrhythmia episodes due to t-wave oversensing. Technical services recommended some potential reprogramming options to mitigate this issue from reoccurring in the future and suggested to keep monitoring the patient as there were no new episodes recorded. This ICD remains in service and no adverse patient effects were reported. Additional information was received indicating that this device exhibited t-wave oversensing again, and this time, it resulted in inappropriate anti-tachycardia pacing (atp) being delivered to the patient, which induced them into a true ventricular tachycardia (vt) episode with a shock involved. Reprogramming options were discussed. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (correction): implant date was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two arrhythmia episodes due to t-wave oversensing. Technical services recommended some potential reprogramming options to mitigate this issue from reoccurring in the future and suggested to keep monitoring the patient as there were no new episodes recorded. This ICD remains in service and no adverse patient effects were reported.